Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg lost communication with external devices potentially due to breast cancer radiation treatment. Surgical intervention was undertaken wherein the ipg was explanted and replaced. In addition, the patient had an infection due to trauma to the head that led to the left lead and burr hole cap being explanted and replaced as well. As a result, patient's therapy was restored post-op.